Manufacturer narrative:
The pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, restart error, rewind, basic occlusion, occlusion, prime, excessive no deliver and displacement test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 177 mg/dl at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump and the display screen went blank immediately after. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.